Manufacturer narrative:
As reported, a break was noted in the edge of the 3dmax mesh while removing from the package. Evaluation of photos provided confirms a tear visible in the edge seal, the tear starts in the edge seal and continues into the mesh. Reported event is confirmed, however, based on the event as reported and without having the physical sample to evaluate, root cause cannot be determined. Review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) released for distribution in november 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic hernia repair, a break was noted in the edge of the 3dmax mesh while removing from the package. Another piece of the 3dmax mesh was used to complete the procedure. There was no patient injury.